Event description:
Related manufacturer reference number 1627487-2022-01682. Related manufacturer reference number 1627487-2022-01684. It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. During the surgical intervention on (B)(6) 2022, the physician noticed that the leads had migrated causing rib pain and decided to explant and replace both leads during the same surgery. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.